Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: anterior cervical discectomy and fusion (acdf) it was reported that during surgery, after the insertion of cage with freehand inserter surgeon removed the inserter and used the same trial as impactor. The surgeon found that cage was broken. The cage was replaced with other one and the same procedure was done with this cage without any issue. No patient complications were reported.

Manufacturer narrative:
Additional info: product analysis: visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured. Microscopic examination of the fracture appear to emanate from under the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The above observations are consistent with significant impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.